Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short interval counts (sic), high impedance, and noise due to a possible lead fracture. There was evidence of twiddling with the system. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, performance data was collected from the device and analyzed. Analysis revealed that there was a right ventricular lead integrity alert, the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and visual summary analysis of the lead indicated apparent explant damage. It was noted that the rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2015. The rv pace lead impedance was 2451 ohms on (B)(6) 2015. The sic count went up to 720 within 4 days averaging around 175 per day. And evidence of over sensing is noted during vt-ns episodes on (B)(6) 2015.